Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2017 with the following findings: a review of the black box showed call service 078 motor rewind errors. The call service alarm was duplicated intermittently during the investigation. Moisture was found behind the display lens. A leak test failed at the display lens. The pump was opened to find moisture/corrosion throughout the pump interior. Unrelated to the original complaint, the battery compartment was cracked between the bumper pad and the cover. Additionally, the display was dimi with a reddish hue.